Event description:
It was reported that purewick female external catheter they had were no good before the expiration date on them which shows (B)(6) 2025. Patient were purchased on (B)(6) 2024 and asking if something could be done. Representative did try to let their know that they are expired as a whole, but they was stated they still should be some good. They used them on the first of (B)(6) and only 2 worked. Representative apologized and advised they had 30-day window to report issues on the order. Patient stated that they did not like the customer service and declined the call. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick female external catheter they had were no good before the expiration date on them which shows 28july2025. Patient were purchased on (B)(6) 2024 and asking if something could be done. Representative did try to let their know that they are expired as a whole, but they was stated they still should be some good. They used them on (B)(6) and only 2 worked. Representative apologized and advised they had 30-day window to report issues on the order. Patient stated that they did not like the customer service and declined the call. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.